Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when attempting to deliver multiple bolus requests, the customer did not observe drops of insulin exiting from the end of the tubing. Customer's blood glucose (bg) ranged between 300-400 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.